Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead received appropriate shock therapy for a ventricular tachycardia (vt) storm. The final shock delivered had low out-of-range shock impedance measurement and a shorted shock notification was observed upon interrogation. Surgical intervention is pending to replace the device and rv lead. No adverse patient effects were reported.

Manufacturer narrative:
The lead was discarded following the procedure and will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
New information received indicates that the device and lead were explanted without incident.